Manufacturer narrative:
The device is expected to be returned. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Should the device be received an investigation will be completed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). This is the first of two complaints for the same patient, related MDR number: 3011649314-2025-00009.

Event description:
A healthcare professional reported that a glidewell ht implant failed. The patient's bone quality is type ii and the patient's oral hygiene is reported as good. The patient presented on (B)(6) 2024 for a primary procedure on tooth # 11. The patient returned on (B)(6) 2024 with complaint of pain, upon examination the provider noticed the implant lacked primary stability, the implant 3.5 x 10 was removed and replaced. It was reported that the patient's symptoms resolved after implant removal. An additional implant glidewell ht implant 5.0 x 8 was placed and also removed.

Manufacturer narrative:
A review of stock product was performed for lot#6242128 and found no additional product in stock. (B)(6). (B)(6) 2025. Investigation methods/results the reported implant was not returned and only a dental prosthetic was returned therefore an analysis of the physical reported product could not be performed. (B)(6). (B)(6) 2025 root cause "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of smoking. IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the contraindications section: "glidewell ht implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU 012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the warnings section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Ts - (B)(6) 2025. The manufacturer internal reference number is: (B)(4). This is the first of two complaints for the same patient, related MDR number: 3011649314-2025-00009.